Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of hyperkalemia with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler. The nurse reported that the cycler was not working but could not provide any additional information. During the patient¿s call to technical support, she was extremely confused and could not confirm if she or the bags were connected to the cycler. Noone at the skilled nursing facility was trained on pd, so there was no assistance available for the patient. It is unknown if the patient could not complete treatment due to an issue with the cycler or due to confusion and nobody at the facility being trained on pd. Based on the limited information and no documentation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s hyperkalemia, however; it cannot be determined if the cycler contributed to the patient¿s hospitalization.

Event description:
It was reported that this peritoneal dialysis (pd) patient contacted technical support for assistance with setting up treatment on the liberty select cycler. The patient stated she had not completed treatment in two days and was very disoriented. The reason for not completing treatment was not provided. The patient was not sure how to connect to the cycler or if the bags were connected. Tech support was able to complete set-up with the patient, however; an air detected in cassette occurred. It was not confirmed if the patient was connected to the cycler. The patient did not have her glasses. The patient was advised to cancel the treatment and power down the cycler. The patient was instructed to contact their nurse or go to the emergency room (ER) if required. A subsequent call was placed by a hospital caseworker on (B)(6) 2025. The caseworker was attempting to assist the patient in resolving an issue with the liberty select cycler. The patient stated the cycler stopped working halfway through treatment on (B)(6) 2025. The patient was in a rehabilitation (rehab) facility at the time of the event. No call was placed to tech support on that date. It is unknown what would make the cycler stop halfway through treatment. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been in a skilled nursing facility due to non-pd related issues. The liberty select cycler was reportedly not working (unspecified). No-one at the facility was trained on pd and could not assist the patient. The patient was transferred to the hospital (unknown date) due to elevated potassium levels as the patient was not receiving adequate dialysis. The nurse does not know what was not working on the cycler. This is the only information that was available to the nurse.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient contacted technical support for assistance with setting up treatment on the liberty select cycler. The patient stated she had not completed treatment in two days and was very disoriented. The reason for not completing treatment was not provided. The patient was not sure how to connect to the cycler or if the bags were connected. Tech support was able to complete set-up with the patient, however; an air detected in cassette occurred. It was not confirmed if the patient was connected to the cycler. The patient did not have her glasses. The patient was advised to cancel the treatment and power down the cycler. The patient was instructed to contact their nurse or go to the emergency room (ER) if required. A subsequent call was placed by a hospital caseworker on (B)(6) 2025. The caseworker was attempting to assist the patient in resolving an issue with the liberty select cycler. The patient stated the cycler stopped working halfway through treatment on (B)(6) 2025. The patient was in a rehabilitation (rehab) facility at the time of the event. No call was placed to tech support on that date. It is unknown what would make the cycler stop halfway through treatment. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had been in a skilled nursing facility due to non-pd related issues. The liberty select cycler was reportedly not working (unspecified). No-one at the facility was trained on pd and could not assist the patient. The patient was transferred to the hospital (unknown date) due to elevated potassium levels as the patient was not receiving adequate dialysis. The nurse does not know what was not working on the cycler. This is the only information that was available to the nurse.